Manufacturer narrative:
The product technical complaint investigation and final assessment were received on 08-oct-2014. The bayer reference number for the (B)(4). Lot number was amended to c06469 (production date 18-dec-2013; expiration date 31-dec-2016). Final assessment: when a term like "... Broke apart into fragments..." Is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone unless additional detail is provided in the event description or product is returned for investigation. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the microinsert. As of 19-sep-2014, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this ptc was initiated due to a reported product quality issue and usability issues. However, no adverse events were reported at this point in time. The technical assessment concluded "unconfirmed quality defect". No complaint sample was provided for further investigation. Since no adverse events were reported no batch signal review for similar adverse events could be conducted. No causal relationship between the reported product quality issue and adverse events can be assessed, as no adverse events were reported at this point in time. The reported usability issues will be subject to post market surveillance monitoring. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure the device would not disengage easily from catheter and upon release disintegrated, broke apart into fragments. The event upon release disintegrated, broke apart into fragments regarded as a device breakage is non-serious and previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. The remaining event is non-serious and listed. Single cases of essure breakage have been reported. In this particular case, the physician had difficulties during the insert deployment and stated that essure disintegrated/broke. A product technical analysis will be requested for a technical evaluation; however considering that the reported events occurred during essure placement procedure; a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, no causal relationship between the reported product quality issue and adverse events can be assessed, as no adverse events were reported at this point in time. Further information is being sought.

Manufacturer narrative:
Follow-up received on 26-jan-2015: despite follow-up attempts, no further information could be obtained from the reporter. Case closed. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure the device would not disengage easily from catheter and upon release disintegrated, broke apart into fragments. The event upon release disintegrated, broke apart into fragments regarded as a device breakage is non-serious and previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. The remaining event is non-serious and listed. Single cases of essure breakage have been reported. In this particular case, the physician had difficulties during the insert deployment and stated that essure disintegrated/broke. Considering that the reported events occurred during essure placement procedure; a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage. The product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, no causal relationship between the reported product quality issue and adverse events can be assessed, as no adverse events were reported at this point in time. Follow-up attempts were done without success.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2014 which refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion performed on (B)(6) 2014. The physician attempted to insert the device for permanent birth control, but it would not disengage easily from the catheter and upon release, it disintegrated/broke apart into fragments. The provider removed the pieces with graspers and placed another micro-insert. The lot number of the broken essure device was bc06469 (expiration date: dec-2016). No causality assessment was provided by the reporter. Company causality comment: this medically confirmed, spontaneous case report; refers to a female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure the device would not disengage easily from catheter and upon release disintegrated, broke apart into fragments. The event upon release disintegrated, broke apart into fragments regarded as a device breakage is non-serious, unlisted according to the reference safety information for essure, and was considered an other reportable incident, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The remaining event is non-serious, listed and non-incident. Single cases of essure breakage have been reported. In this particular case, the physician had difficulties during the insert deployment and stated that essure disintegrated/broke. A product technical analysis will be requested for a technical evaluation; however considering that the reported events occurred during essure placement procedure; a causal relationship with the suspect insert cannot be excluded. Follow-up information is being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.